Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not responding when first press, buttons stuck down when they press them and insulin pump loses settings after battery change. Customer stated insulin pump was rejected new batteries and heard unusual noise different from the normal rewind noises. No harm requiring medical intervention was reported. The device will be returned for analysis.